Event description:
It was reported by the pt's counsel that the pt received a tka on (B)(6) 2008. On (B)(6) 2011, the pt's knee was revised for reason which are unk.

Manufacturer narrative:
Investigation in o the mfg records for the implant indicated that it was mfg to specification. Without further info, the root cause of the pt issue cannot be determined. At this time, no failure of the implant has been identified. Should additional info be provided to further this investigation, the report shall be updated.